Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected left-sided rupture, left-sided breast pain. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced right-sided rupture and left-sided breast pain postoperatively. MRI was performed on (B)(6) 2021 due to left-sided breast pain, and the result indicated left-sided rupture. As a result, the patient underwent removal and replacement with two 240cc mentor memorygel breast implant prostheses (catalog #: smpx240, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. However, upon explanation, the right-sided implant was found to be ruptured, and the left-sided device was found to be intact. The patient was recovering well after the revision surgery. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 6-may-2021, the suspected medical device was returned for evaluation. On 24-may-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies on the implant. Leak testing was performed according to mentor procedure, and it identified a tear within an area of shell abrasion on the posterior view, measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).